Event description:
Report received of tubing disconnection. The customer contact reported that during patient use, the extension set disconnected from an unspecified peripheral IV catheter. It is unknown what was being infused and how the disconnection was discovered. Reportedly, this happened after the customer started using the statlock IV ultra devices to secure peripheral IV catheters and stopped taping the connection sites of extension sets to peripheral IV catheters. There was no blood loss and no chemo leak. In addition, there were no reported adverse effects to the patient. Though requested, no additional information provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.